Manufacturer narrative:
Device evaluation the device was returned with a bend on the strain relief and with the thumbswitch positioned close the ¿off¿ position. There is damage to the nosecone and biologics are sticking out approximately 20mm from the cutter window. There is evidence of a plastic like material the tecothane is punctured. The thumbswitch was retracted but drive shaft broke and no more testing could be carried out. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a hawkone atherectomy device with a 6 fr non-medtronic (cook ansel) sheath and 0.014 non-medtronic guidewire during patient treatment. IFU was followed. The vessel was not pre-dilated. No resistance was noted during advancement of the device. It is reported during the procedure an attempt was made to pack the device. As the device advanced it was noticed that the plunger had torn the nosecone. The nosecone is reported as damaged. No component needed to be received from the patient. The device was then removed and angioplasty performed to complete the procedure. It was possible to turn off the thumbswitch. The device did not stop functioning while in use in the patient. The cutter was inside the housing when the device was removed from the patient. No detachment occurred. The device was safely removed from the patient. No deformation was noted in the cutter. No patient injury reported. When the device was returned o the manufacturing facility, it was noted that the device was damaged.

Event description:
Physician attempted to use a hawkone atherectomy device with a 6 fr non-medtronic (cook ansel) sheath and 0.014 non-medtronic guidewire during patient treatment. IFU was followed. The vessel was not pre-dilated. No resistance was noted during advancement of the device. It is reported during the procedure an attempt was made to pack the device. As the device advanced it was noticed that the plunger had torn the nosecone. The nosecone is reported as damaged. No component needed to be received from the patient. The device was then removed and angioplasty performed to complete the procedure. It was possible to turn off the thumbswitch. The device did not stop functioning while in use in the patient. The cutter was inside the housing when the device was removed from the patient. No detachment occurred. The device was safely removed from the patient. No deformation was noted in the cutter. No patient injury reported. When the device was returned o the manufacturing facility, it was noted that the device was damaged.

Manufacturer narrative:
Device evaluation the device was returned with a bend on the strain relief and with the thumbswitch positioned close the ¿off¿ position. There is damage to the nosecone and biologics are sticking out approximately 20mm from the cutter window. There is evidence of a plastic like material the tecothane is punctured. The thumbswitch was retracted but drive shaft broke and no more testing could be carried out. If information is provided in the future, a supplemental report will be issued.